Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the access 2 instrument. An initial accu tnl result was 0.52ng/ml. On the same day, the pt original sample was re-tested for accu tnl on another instrument in their lab. The accu tnl result obtained from another instrument was 0.01ng/ml. The customer then retested the pt original sample for accu tnl on the access 2 instrument. Two (2) accu tnl results of 0.00ng/ml were obtained. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected to this event.